Manufacturer narrative:
Continuation of d10: product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient went to ER after car accident. Given steroid shot for pain at time of accident and was discharged. Patient reports being in car accident on (B)(6) 2025 and reported to ER after the crash. Patient reports return of pain after 2 days. Rep met with patient (B)(6) 2025 and took xray of leads. Leads looked fine and reset dtm intensities. Hospitalization was reported.